Event description:
The customer reported to beckman coulter (bec) that the differential background had failed and the coulter lh 780 hematology analyzer was leaking during a startup. The volume of the leak was approximately 10 -20 ml and was not contained within the instrument. The customer had attempted to troubleshoot the leak; however, was not able to resolve the issue. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated as a result of this event; therefore patient treatment was not affected.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed that the sample line from the differential mix chamber (vl52) to the flowcell had a small leak. The fse replaced the affected tubing and ran a startup and all controls. No further evidence of leaking was observed, instrument ran without incident. The cause of the leak was a small hole in the tubing at vl52. (B)(4).